Event description:
It was reported that the pump was alarming with a screen displaying ¿error 1816¿. Per reporter, the batteries were removed and replaced, the pump was powered back on, but the alarm persisted. Per reporter, batteries were removed for a full minute, replaced, but the alarm persisted again. The patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.